Event description:
Subject had initial left total knee arthroplasty using maxx orthopedics freedom total knee device on (B)(6) 2015. Subject had continual complaint of instability of left knee post operative. Subject had revision of total knee arthroplasty with replacement of polyethylene line performed on (B)(6) 2016.